Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9, h3 event summary it was reported that an amplatz renal dilator set was discovered upon inspection prior to stocking to have "two hairs" inside the sterile packaging. The device was not opened nor made patient contact. As reported, there was no patient involvement. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device was conducted. Due diligence was carried out to retrieve the complaint device, however the device was not returned. Therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one recorded non-conformance for ¿foreign matter¿ in which one device was scrapped. A database search did not identify any other complaints associated with the reported device lot. The evidence from the complaint file, complaint history, and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The IFU supplied with the device, t_ards2_rev0, includes the following in consideration of the reported failure mode: how supplied do not use the product if there is doubt as to whether the product is sterile. Based on the information provided, no device return, and the results of the investigation, cook has concluded a specific cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that an amplatz renal dilator set was discovered upon inspection prior to stocking to have "two hairs" inside the sterile packaging. The device was not opened nor made patient contact. As reported, there was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.